Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the customer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at customers service center, the device failed a test step during testing. The device's active exhalation control module needs replaced to address the issue.